Event description:
Related manufacturer reference #: 2916596-2022-00171. It was reported that on(B)(6) 2022 at around 1:30am, the patient cut through the modular cable with a nail scissors while in a state of mental confusion (symptomatic transitory psychotic syndrome) with no suicidal intention. As a result, there were driveline disconnected and pump off hazard alarms. The cut modular cable was immediately replaced with another modular cable by the vad coordinator on (B)(6) 2022. After replacing the cut modular cable with a new one while the patient was on battery power, the pump did not automatically restart; instead, the system controller displayed a driveline disconnected alarm. The modular cable was disconnected and reconnected to the primary system controller, but the pump did not restart. The primary system controller was replaced with the patient's backup system controller, at which point the pump restarted. The pump was stopped for approximately 24 minutes without patient consequences. A new backup system controller was provided to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6) ) being unable to support the pump was confirmed upon evaluation of the returned controller. A log file containing information spanning approximately 7 days (05jan2022 to 11jan2022 per timestamp) was downloaded for review. At 1:27 on 10jan2022, a controller fault alarm correlating to the controller¿s fuses being damaged was observed. Shortly after at 1:28, the pump¿s speed fell to 0rpm, and remained that way throughout the remainder of the log file due to the damaged fuses. There were no other notable events active in the log file. During functional testing of the returned controller, the reported event was reproduced. The controller was unable to support pump function, and pump off and driveline disconnected hazards were active. Analysis of the system controller¿s circuitry revealed that the controller¿s fuses were damaged, consistent with observations from the log file. These components were replaced, and the controller was retested. The repaired controller then passed all testing and was found to perform as intended. The root cause of the reported event was determined to have been caused by the reported driveline damage, as cutting into the driveline¿s inner wires would cause both of the controller¿s fuses to become damaged. The device history records were reviewed and that records revealed that the system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿) address how to store, maintain, care for all equipment, including the modular cable. This sections also warns the user that damage to the driveline has the potential to interrupt device function. The heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including alarms associated with driveline disconnected and controller fault conditions. To resolve a driveline disconnected alarm: immediately reconnect the driveline to the system controller and move the driveline safety lock on the system controller to the locked position. It may take up to 10 seconds for the pump to start. Check that the modular in-line connector is secure. If alarm persists after reconnecting the driveline, press any button on the system controller to potentially resolve. If driveline is connected and alarm persists, replace the system controller with a programmed backup system controller. See page 2-40. Immediately call hospital contact if steps 1¿3 do not resolve the alarm. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.